Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be frayed at the distal clevis hub. The frayed strands were sticking out at the instrument wrist. The other cables at wrist were not damaged. There was heavy bio debris which remained on the instrument wrist assembly. The conductor wires were intact and undamaged. The instrument passed the electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken wire was identified at the tip of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.